Event description:
It was reported by the patients wife that the spinal cord stimulation (scs) patient passed away due to an unknown reason last year. The cause of death was not device related. No further information has been obtained despite good faith efforts as the physician has not seen the patient in nine years.

Event description:
It was reported by the patient's wife that the spinal cord stimulation (scs) patient passed away due to an unknown reason last year. The cause of death was not device related. No further information has been obtained despite good faith efforts as the physician has not seen the patient in nine years.

Manufacturer narrative:
The device was not returned for analysis and the patients death was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported.the device was not returned for analysis. However, a review of the available information determined that the reported patient death was attributed to an unknown cause and was reported as not device related, with no objective evidence provided to establish a relationship to the device. Therefore, this investigation is assigned a probable cause of cause not established.